Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with urethropexy, cystoscopy and pubic catheter placement; due to sui. It was reported that following insertion the patient experienced urinary problems and recurrence. It was reported that the patient underwent escutcheoplasty and release of mesh on (B)(6) 2006 due to prolonged urinary retention and sling too tight. It was reported that the patient underwent vaginal urethrolysis and cystoscopy on (B)(6) 2006 and attempts were made to remove the mesh but they were unable to find definitive sling. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.